Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a knee procedure surgeon was using the saw attachment and trs hand piece and the screw that holds the blade in place kept coming loose after 75 minutes into the procedure. The saw was used approximately 5 or 6 minutes in the procedure. It was noted this hospital uses the saw in drill mode which runs at a higher speed which could cause this problem. No further information available. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment. Without a lot number the device history records review could not be completed, the investigation could not be completed; no conclusion could be drawn, as no product was received.